Event description:
The MFR's rep reported the pt was experiencing withdrawal symptoms "every sunday for a day". Catheter dye studies were performed and showed the catheter to be patent. The hcp decided to explant and replace the pt's pump after 65 months implant duration. No pt injury was reported. The final pt outcome is unknown. The drug contained in the pt's pump was morphine sulfate (25 mg/ml) delivered at 8 mg/day. Add'l info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.